Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the returned device analysis, there is no indication of a product deficiency. A review of the device history record revealed no non-conformances that would have caused or contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The pilot 150 guide wire referenced is being reported under a separate medwatch report. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the left anterior descending artery (lad) for treatment of a chronic total occlusion, a 6f guide catheter and a micro-catheter were delivered for extra support. A pilot 150 guide wire was delivered to the distal lad without resistance. A non-abbbott 1.25x6 balloon was dilated at the lesion 10 times at 12 atmospheres (atms). The distal segment of the lad could not be seen via angiogram. Contra-lateral angiogram was performed and showed that the distal segment of the guide wire was not in the target vessel. Dilatation of the lesion was performed via radial access using non-abbott balloons (1.5 and 2.0) and the distal lad could be seen via angiogram. A non-abbott 2.5x20 balloon was used to dilate the lesion at 12 atms and a small amount of contrast medium was seen leaking out of the distal lad. The patient was in stable condition. An attempt was made to advance a graftmaster stent delivery system (sds) to the distal lad; however, the sds could not cross the lesion. The sds was withdrawn from the anatomy and a 2.75 non-abbott stent was deployed at the distal lad. A 3.0 non-abbott stent was deployed at the proximal/mid segment of the lad. After the procedure, leaking of contrast medium remained in its original form and the patient condition remained stable. There was no adverse patient sequela and no reported clinically significant delay in the procedure due to the no-cross of the graftmaster. No additional information was provided.